Manufacturer narrative:
Device is combination product.

Event description:
(B)(6) clinical study. It was reported that vessel dissection occurred. In (B)(6) 2019, index procedure was performed. The target lesion was located in the proximal left anterior descending artery with 80% stenosis and was 58 mm long, with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation and placement of a 2.50 x 32mm synergy stent with unknown percent of residual stenosis. Post dilatation was performed. It was noted that during the procedure, a dissection occurred in the target lesion. The another stent was implanted to treat the dissection. The event was considered to be recovered/resolved.